Event description:
This MDR is a result of a review of the FDA maude adverse event site. The event description states the inspiratory breathing limb came into contact with the expiratory limb which caused the inspiratory limb to melt at the contact point. No patient injury or intervention reported.

Manufacturer narrative:
The information in this reported is based on the maude adverse event report. Report number per maude report is (B) (4). Maude report states device model number as concha therm and device catalog number as 380-88 (conchatherm humidifier). Description of the event references the defect for the neonatal heated ventilator circuit. The manufacturing facility was informed of this maude report.